Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that physical damage to the door was observed with physical damage and some broken door bezels were observed. The hospital biomed indicated the damage was caused by the devices being stored with the doors open. This was reported to bd representatives during their site visit. There was no patient involvement.